Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an unspecified failure occurred with a proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert into the anatomy include, but not limited to, patient artery/anatomy variables, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 correction: medical device problem device code 3190 removed, code 1316 added

Event description:
Subsequent to the initially filed repot, information reported that there was resistance noted during advancement of the device into the anatomy. No additional information was provided.